Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h4 device history review: this mre review is for sterilization procedure only. Part: 475.915s; lot: l207685; manufacturing site: selzach; supplier: (B)(4); release to warehouse date: 24.november 2016; expiry date: 01.november 2026. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured in salzburg part: 475.915; lot: 5940819; manufacturing site: salzburg; release to warehouse date: 10.november 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6 investigation summary. The visual inspection has shown that the ten is broken as reported. There are strongly wear marks and scratches on the surface of the instrument visible. Additionally the implant is strongly bent twice. Measurement outer diameter ø1.5: gage: 3-01-19788; tolerance ø1.5 +0.03/-0.07; result: ø1.52 "pass." The material was reviewed and the value was confirmed to meet the specification with no (relevant) non-conformance noted. The received condition of the ten is concordant with the complaint description and the complaint condition is confirmed. This lot was manufactured in november 2016 according to the specification. Based on that and the condition of the item a product related issue can be excluded. Based on the provided information we are not able to determine the exact cause of this complaint. As the nail is strongly bent and damaged on the surface we have to assume that a mechanical overload situation has led to the breakage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during an unknown surgery on (B)(6) 2019, while the surgeon was inserting the titanium elastic nail into an ulna, the nail became hard to advance at the isthmus of the forearm. Then, the surgeon was trying to advance the nail by rotating or moving back and forth and the nail broke at the point where the nail was caught with an unknown handle. The surgeon used another nail to continue the procedure without problems. The surgery was completed successfully with no patient consequence. Concomitant devices: handle (part: unknown, lot: unknown, quantity: 1). This report is for a 1.5mm titanium (ti) elastic nail. This is report 1 of 1 for (B)(4).